Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code: e014302 (decreased level of consciousness).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On 08/29/2024, the patient's parent reported the patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, the patient was at volleyball practice when she began not feeling well. She was weak and "not responding well". The patient's cgm was reading 120 mg/dl, and the bg meter was reading 31 mg/dl. The patient's coach provided the patient with "sugar drinks" and m&m candies. The patient recovered after treatment and did not seek any treatment from a higher level of care. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.